Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records could not be reviewed as the batch/lot number is unknown. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. ¿ did the event occur during one or multiple patient procedures? ¿ what is the total number of procedures? ¿ have any of these events been previously reported to ethicon? If so, could you please provide the corresponding reference number(s)? ¿ how many devices demonstrated the alleged deficiency on each case? ¿ was there any medical or surgical intervention performed (product removed; re-operation; re-suturing; re-closure; drainage)? If so, please specify. ¿ was a prescription for steroids or antibiotics issued for the patient's recovery? If yes, please provide medication name, route and dose. ¿ can you identify the product code and lot number of the product involved? ¿ is the product available to be returned for evaluation? If yes, to who and where can a return kit be send for recollection? ¿ please provide the source or title of external person providing answers to follow-up: d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. Additional h11: stratafix: ethicon ## side affected: unknown ## quantity affected: 1 ## quantity available to be returned: 0 list any j&j products that were utilized during the case but did not contribute to the reported event. ## *** was there any reported patient or user harm? ## no *** was there a significant delay? ## no *** if available, provide the product order number (po). ## *** do you need product packaging to send the product back? ## no ***

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2026 and barbed suture was used. During the procedure, it was reported to sales rep by a first assist that surgeon completed an incision & drainage (I&d) procedure on a patient and a "big piece of stratafix" was found in the wound. When the surgeon spoke with another plastic surgeon who had previous experience with the patient, the plastic surgeon stated that he's seen a bunch of that and doesn't use stratafix anymore. The first assist stated that the surgeon told the case where the stratafix was used was in 2017 and wondered if it was a permanent suture. It is not clear whether or not this is, indeed, a stratafix suture, what polymer, or if it could be a different barbed suture brand altogether. No surgical delay was there. No patient harm was reported. No adverse patient consequences were reported. Additional information was requested.